Manufacturer narrative:
Blank display due to faulty component on the mother board. Unable to perform the operating currents measurement, self test and displacement test due to blank display anomaly. Pump had cracked case at display window corners, reservoir tube lip, minor scratched and cracked display window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 6.5 mmol/l at the time of the incident. It was reported that the insulin pump did not work after inserting another battery. The insulin pump will not be returned for analysis.